Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a loss of therapeutic effect and the "system was shut down." The patient was having chest pain every day, but the hcp stated this was not attributed to the device. The device was replaced. The patient went to the physician a week later and was doing "well" with the new device.